Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the mfg via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The facility tech replaced the air separation chamber and the regulator valves that had weak springs on the device. The parts were not returned for eval and the machine was returned to service.